Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: no device issues were found during the investigation. Per information provided by the customer the root cause of the alleged hemolysis was a combination of using 10 year old blood in combination the thawing process.

Manufacturer narrative:
This report is being filed to provide additional and corrected information..additional investigation: during customer follow-up, the customer stated that the patient was in 'fine' condition and that they are performing an investigation at the customer's site on laboratory handling and thawing of old blood. The customer declined to provide procedural details of the event and felt that it was unnecessary since she stopped the procedure when she realized how old the units were.

Event description:
The customer declined to provide patient identifier, age, and weight.

Manufacturer narrative:
Investigation: the customer suspected that the hemolysis was due to the replacement units. The patient has 14 antibodies and the replacement units were abo compatible, but were 10 years old. She thought the hemolysis was coming from the 10-year-old units and how they were thawed. She had 4 units 10 years old and she infused only a few ml then stopped the procedure. The run data file (rdf) was analyzed for this event. The images in the rdf show murky plasma which was the hemolysis reported by the customer. The alarms reported by the customer were confirmed in the rdf. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that at the beginning of red blood cell exchange (rbcx) procedure,they received 'cells were detected in plasma line from centrifuge' alarms and noted pink tinge in the plasma line that they described as hemolysis. No testing was performed to confirm the alleged hemolysis. The procedure was discontinued and the patient is reported in stable condition. The customer declined to provide patient's identifier, age, and weight. The rbcx set is not available for return because it was discarded by the customer.